Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she has had several insulin pump changes and still cannot get her blood glucose levels down; she guarantees that it is not a food issue. The patient's blood glucose has consistently been above 200 mg/dl with the highest reading being 459 mg/dl, and that she's been feeling nauseated as a result. She been treating some of her higher readings by changing the infusion set and reservoir and administering boluses of insulin, and she has also used manual insulin injections. The customer has changed her insertion site several times as well. Troubleshooting was initiated for the high blood glucose readings and to inspect the pump and its corresponding components for damage and functionality. The troubleshooting was mostly completed except for the high pressure test. No products were returned and two replacement infusion sets and a reservoir was shipped to the customer.